Manufacturer narrative:
Logfile review can confirm reported errors at 5% in progress. During the onsite visit the field service engineer (fse) performed an energy calibration and successfully completed system verification to specification. The root cause is the need of an adjustment of energy table settings. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A facility representative reported error codes appeared during the procedure and the equipment locked. The procedure was aborted after 5% of treatment completion. The procedure was cancelled and the patient will be assessed at a follow up visit. Additional information has been requested.